Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/22/2017. Device evaluation: the sample was returned to the manufacturer. The plunger was observed unadvanced. The cartridge cap was placed. The lens was observed in the insertion device storage chamber. There is no indication that lens were prepared for insertion. No damage on the returned device was observed. The reported issue was not verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the mrr (manufacturing record review). A search of the complaint database was performed on january 15, 2017 and revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, there is no indication the lens was implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor couldn't insert a pcb00 14.5 diopter intraocular lens (iol) into the eye. Reportedly, there was patient contact. No additional information was provided.